Manufacturer narrative:
The preliminary analysis of the returned device did not revealed any irregularities.

Event description:
The recommended replacement time (rrt) was reportedly reached unexpectedly between two follow-ups: in april 2018, the battery voltage was at 2.72v, with a magnet rate of 82 bpm, while in february 2019, they were at 2.57v and 78 bpm, respectively. An error message during the interrogation in april stated the following: "warning (a25) rrt detected 3/jul/2018:plan device replacement. Magnet rate :78" the device was explanted. The preliminary analysis revealed that normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The recommended replacement time (rrt) was reportedly reached unexpectedly between two follow-ups: in april 2018, the battery voltage was at 2.72v, with a magnet rate of 82 bpm, while in february 2019, they were at 2.57v and 78 bpm, respectively. An error message during the interrogation in april stated the following: "warning (a25) rrt detected (B)(6)2018:plan device replacement. Magnet rate :78" the device was explanted. The preliminary analysis revealed that normal battery depletion occurred.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
The recommended replacement time (rrt) was reportedly reached unexpectedly between two follow-ups: in (B)(6) 2018, the battery voltage was at 2.72v, with a magnet rate of 82 bpm, while in (B)(6) 2019, they were at 2.57v and 78 bpm, respectively. An error message during the interrogation in april stated the following: "warning (a25) rrt detected (B)(6) 2018: plan device replacement. Magnet rate: 78." The device was explanted. The preliminary analysis revealed that normal battery depletion occurred.